Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: the pump display screen was noted to have multiple scratches. During testing, the pump powered on with a dim and discolored display screen, the display was noted to have a pink contrast.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The reporter alleged that the display screen was scratched and could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.